Event description:
According to the reporter, while inserting the device during a laparoscopic cholecystectomy procedure, the balloon part of the trocar, burst inside the patient. They had to open another package in order to complete the case. There was no patient injury.